Event description:
Rubber ring inserted into pt on fixed length access retractor became unattached from the rest of the device and was retained in a pt's abdomen undetected. Dates of use: (B)(6) 2014. Diagnosis or reason for use: hand assisted lap takedown of colostomy.